Event description:
The patient reported finished the treatment, the teeth are straight, and the aligners fit but the bite is off. The top molars and bottom molars don't come together (a piece of paper fits between them). Per cst (customer support team) review of the bite video and advised a rest period due to premature contact on tooth #11.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.